Event description:
It was reported that a perforation was observed in the post-stenting angiogram. The perforation required an additional stent being placed. As angiography is not routinely performed after predilatation, it is not possible to conclusively attribute the vessel perforation to either the non-(B)(6) balloon used to predilate the lesion or to the 9-7x40 enroute stent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).